Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The technical service representative (tsr) had the home patient (hp) cycle power. The hp stated she disconnected herself when the hc alarmed. The tsr advised the hp that therapy has ended and would need to either start over with new supplies or do a manual exchange. The tsr advised the hp to inform the peritoneal dialysis nurse of the system error. The hp would do a manual exchange. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported system error. The hp stated that her husband noticed, during priming, there was a "hiccup" in the patient line, but when he hooked her up, everything was primed correctly. The hp stated that other than that, nothing looked unusual. The hp stated that she finished therapy with manual supplies. The hp stated that she had no further problems after that and was continuing therapy fine.

Manufacturer narrative:
(B)(4). The sample is being sent back for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the issue could not be confirmed. The alarm could not be identified in the event log of a returned device, and the patient did not describe any type of use error that might have caused the alarm. A sample was returned for evaluation and the sample went through prime and run with no alarms noted. No visual defects for leaks were identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).